Event description:
It was reported the patient is not receiving effective stimulation. The sjm representative met with the patient and was unable to resolve the issue with reprogramming. Xrays were taken and showed no abnormalities. A CT scan has been ordered. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.